Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine¿+ insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: by pressing the plunger a small drop of transparent liquid comes out.

Event description:
It was reported that 3 bd micro-fine¿+ insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: by pressing the plunger a small drop of transparent liquid comes out.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-may-2022 h6: investigation summary customer returned (11) 3/10cc, 8mm, 30g syringes. Customer states that by pressing the plunger a small drop of transparent liquid comes out. All returned syringes were tested and a small, clear droplet of material came out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0265014 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.